Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one guidewire straightener in a guidewire loaded into a one introducer needle were returned for evaluation. Functional, gross visual, dimensional and microscopic visual evaluations were performed. The investigation is inconclusive for the reported failure to advance and physical resistance issues, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The investigation is confirmed for the identified stretched and fracture issues, as a complete break was noted to the flat inner core wire and the guidewire was observed uncoiling within the introducer needle. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, groshong single-lumen, 8f products are identified. (Expiry date: 04/2023).

Event description:
It was reported that during a port device implant procedure, the guidewire was allegedly stuck and unable to be advanced through the introducer needle. It was further reported that the needle and the guidewire were removed together as one unit. There was no reported patient injury.